Event description:
After undergoing bronchoscopy procedure bronchial specimens of several pts cultured positive for pseudomonas. The common variable in these cases was a bronchoscope processed in a steris system 1 processor.